Event description:
Report received 03/12/2013 indicating that following surgery that bilateral s1 screw breakages had occurred. The event appears to have been noted 01/29/2013. Initial surgery date was (B)(6) 2012; the construct extends from l4 - s1. The pt was reported to have fallen at some point. No pt injury occurred. Revision surgery occurred (B)(6) 2013.

Manufacturer narrative:
(B)(4). Radiograph provided on 03/12/2013 confirmed the reported event. The pt was reported to have fallen prior to the breakage was detected. The explanted components were reportedly discarded at the user facility following revision surgery. Eval of the explanted product and determination of root cause is not possible. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."